Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-03499, 1627487-2022-03500. It was reported that patient was not charging the ipg and is experiencing ineffective stimulation. Surgical intervention is pending to address this issue.

Manufacturer narrative:
It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received reports that patient underwent surgical intervention in which their system was explanted.